Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 20-OCT-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and was not available for recovery. A field service engineer (FSE) verified the reported tower door failure and manually opened the tower door to reproduce the issue. The FSE confirmed that the failure was properly recorded in the application, after which the customer successfully recovered the failure. The FSE then performed functional testing using the hardware test application and confirmed that the tower door was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Tower, Mag 2gm/50mL pocket was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.